Event description:
It was reported to boston scientific corp on apr 24, 2009, that a radial jaw 3 single-use biopsy forceps was used during a procedure performed on (B)(6) 2009. According to the complainant, during the procedure, one of the forceps jaws detached inside the scope. The site indicated that the fractured piece was retrieved prior to it falling into the pt. The procedure was completed with another radial jaw 3 single-use biopsy forceps. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).